Event description:
The pt had generator replacement surgery due to her battery being dead and the pt having an increase in seizures. The relationship of the increase in seizures to pre-vns seizure frequency levels is unk. Clinic notes were rec'd, and it reported that the neurologist was able to program the generator on (B)(6) 2011. On (B)(6) 2011, the pt reported no seizures. On the date of replacement surgery, it was reported that the generator could not be interrogated. A battery life calculation was performed with the history available in the MFR's in-house programming database, which resulted in negative yrs remaining until eri=yes. The product was rec'd by the MFR with the reason for explant report as eri=unk. Product analysis was completed on the generator on (B)(6) 2011. The battery was partially depleted and undetermined to be the result of normal expected battery consumption. Failure to program was duplicated during analysis but was remedied by troubleshooting techniques by repositioning the wand. No further anomalies were identified during product analysis. F/u with the MFR's consultant revealed that troubleshooting steps were taken on the date of surgery to resolve the inability to interrogate the pt's generator. The wand was repositioned different ways, but the troubleshooting steps did not resolve the event. The surgeon's wand has been able to interrogate the pt's generator after the generator replacement surgery. The neurologist attributes the pt's increase in seizures to loss of vns therapy. It is unk to date whether the pt's seizures have improved with generator replacement. Attempts for add'l info have been unsuccessful thus far.